Event description:
Hillrom received a report from a hillrom technician stating the bed left CPR function was inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).-

Manufacturer narrative:
The hillrom technician found the CPR gas spring needed to be replaced. The affinity® 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity® 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity® 4 birthing bed. Test the CPR release for proper operation and reset of the head drive system. When the CPR release is pulled, the bed should lower from any position into a flat position within 7 seconds with at least 50 lb (23 kg) of weight on the head section. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on 25/01/2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the CPR gas spring to resolve the reported event. Based on this information, no further action is required.